Event description:
Customer reported inaccurate readings from the a3 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified correct readings. System was tested within factory's specifications.